Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.